Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they tried shutting the device off and waited a few minutes, and it was still off as they had to put it into MRI mode. It stayed off, and the issue has been resolved.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that yesterday they had shots in their back and they were using ultrasound to take pictures and things. Patient said they told the doctor they had shut it off and slid it over to off and they thought it was off but when they went to turn it back on it was already on. Patient was worried because the doctor will do further back treatments such as electric and shock and laser, patient later clarified: ablation. Reviewed stimulation being unexpectedly on when they thought it had been off was not expected and redirected to their doctor and reviewed the doctor can page a rep if they would like to have a rep present. The patient mentioned unrelated medical history. This included patient said they have a fractured back from a freak accident (fall) and they can hardly walk that's how bad it is. Reviewed some compatibility information about ablation and offered and emailed pt therapy manual.